Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble detector sensor would not reset. The user tried using gel, but the sensor still would not reset. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.